Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "lobulated contours", "periprosthetic folds" "capsular contracture baker grade IV" "periprosthetic fluid" and "pain".

Event description:
Healthcare professional reported right side "lobulated contours", "periprosthetic folds" "capsular contracture baker grade IV" "periprosthetic fluid" and "pain". Device has been explanted.